Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included hernia repair in 2011, sensitivity of teeth, migraine, depression, anxiety, foot pain, automobile accident and nausea. Concurrent conditions included sciatica, headache, lower abdominal pain, hemorrhagic cyst, chlamydial infection, endometriosis, lower abdominal pain and foot fracture. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"), 1 day after insertion of essure. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain/ lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain/ 60 pounds"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and hyperaesthesia teeth ("dental problem, sensitive teeth"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, fatigue, weight increased, vaginal haemorrhage and hyperaesthesia teeth had not resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, hyperaesthesia teeth, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events: abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, pelvic pain. Removal date discrepancy noted- (B)(6) 2013, (B)(6) 2015. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- pelvic pain, back pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs and mr received. Reporter information updated. New events: abnormal bleeding (vaginal), dental problem, sensitive teeth, she did not undergo confirmation test were added. Event outcome, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for events: abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), fatigue, and weight gain were added. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included hernia repair in 2011, sensitivity of teeth, migraine, depression, anxiety, foot pain, automobile accident and nausea. Concurrent conditions included sciatica, headache, lower abdominal pain, hemorrhagic cyst, chlamydial infection, endometriosis, lower abdominal pain and foot fracture. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"), 1 day after insertion of essure. On (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain/ lower back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth loss ("dental problems: tooth loss") and dental caries ("dental problems: tooth decay") and was found to have weight increased ("weight gain/ 60 pounds"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and hyperaesthesia teeth ("dental problem, sensitive teeth"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, heavy menstrual bleeding, fatigue, weight increased, vaginal haemorrhage and hyperaesthesia teeth had not resolved and the tooth loss and dental caries outcome was unknown. The reporter considered abdominal pain, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, hyperaesthesia teeth, pelvic pain, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events: abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, pelvic pain. Removal date discrepancy noted- (B)(6) 2013, (B)(6) 2015. Current weight 190 lbs. Essure device and there were approximately 3 trailing coils at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included hernia repair in 2011, sensitivity of teeth, migraine, depression, anxiety, foot pain, automobile accident and nausea. Concurrent conditions included sciatica, headache, lower abdominal pain, hemorrhagic cyst, chlamydial infection, endometriosis, lower abdominal pain and foot fracture. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"), 1 day after insertion of essure. On (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain/ lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth loss ("dental problems: tooth loss") and dental caries ("dental problems: tooth decay") and was found to have weight increased ("weight gain/ 60 pounds"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and hyperaesthesia teeth ("dental problem, sensitive teeth"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, fatigue, weight increased, vaginal haemorrhage and hyperaesthesia teeth had not resolved and the tooth loss and dental caries outcome was unknown. The reporter considered abdominal pain, back pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, hyperaesthesia teeth, menorrhagia, pelvic pain, tooth loss, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for events: abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, pelvic pain. Removal date discrepancy noted- (B)(6)2013, (B)(6)2015 current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. New events dental problems: tooth loss, tooth decay was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.